Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they had nothing further to add but did note the healthcare provider (hcp) stated they wouldn¿t be using the contact with the issue anyways. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that contact 0 on the patient's lead was showing high impedance of greater than 3000 ohms. The rep reported that the hcp had a difficult time getting the distal tips of the leads exposed from the skin. The rep reported that the hcp reconnected the leads to the extension a couple of times but it did not resolve the issue. The rep reported that the issue remained unresolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.